Event description:
Patient reported against right side "left side is lower than the right side". Healthcare professional additionally reported right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particle observed on the device.

Event description:
Patient reported against right side "left side is lower than the right side". Healthcare professional additionally reported right side capsular contracture baker grade iii. The device has been explanted.

Event description:
The device has been explanted.